Event description:
It was reported at an unknown timeframe on the day of implant of a medtronic transcatheter aortic bioprosthetic valve, unspecified/incomplete atrio-ventricular block presented. Subsequently, a permanent pacemaker was implanted the same day. Two days following the valve implant procedure, an incorrect serial number was registered to the patient. The serial number was corrected from (B)(6). The serial number was corrected and a new ID card with a data correction letter was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
H6 and additional codes. The codes present in section h6 and additional codes correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.